Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(medical device ¿ type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "vacuum (negative pressure)" which is unstable therefore only the message for maintenance consideration is required. When a getinge field service engineer (fse) had evaluated the unit and confirmed that the regulator on the negative pressure side is malfunctioning. Fse replaced drive regulator((B)(4)). After replacing, check the drive. Improvement without any problem. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit notified maintenance required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.